Manufacturer narrative:
(B)(6).

Event description:
It was reported that the drill broke in femur. The fragment was left inside the patient.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited. Medical investigation conclude that the retained fb/drill bit tip is biocompatible and is not embedded near an articulating joint space. The root cause of the broken drill bit cannot be concluded and the impact of the drill bit being reused is not known. The patient impact beyond the retained fb and surgical extension cannot be determined.